Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing. The catheter tubing was returned cut in two pieces, approximately 65.3cm from the iab tip. A kink was observed on the catheter tubing approximately 51.6cm from the iab tip. A second kink was observed on the catheter tubing approximately 4.1cm from the y-fitting. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. Due to the returned condition of the catheter tubing in 2 pieces, the iab is unable to be placed on the pump. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID #(B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas gain alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer claimed that the alarm had been occurring for weeks. They verified correct troubleshooting steps but that the alarm consistently went off every 2-3 minutes requiring them to perform a fill. They reported that several times that night the iabp had not restarted immediately. The getinge representative suggested they go ahead and change out the iabp, however, they had no backups given they had changed it out several times already. They stated that maintenance (biomed) said one would be ready to switch out the next morning. They turned down the augmentation by two bars, but the patient did not tolerate the change as noted by a 30-point drop in her augmented pressure. They were advised to check the or, ccl, and with the house supervisor to obtain another iabp as well as suggested looking into getting a rental iabp during this time. The customer called back to update several hours later. After three days of therapy, the surgeon had elected to remove the iab given the consistent gas gain alarm they had been dealing with. The getinge representative called to check in with the dayshift nurse. They reported the iab removal went well with no issues and the patient remained hemodynamically stable. The patient had not yet been listed for transplant and they were discussing placing another iab. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas gain alarm. The customer claimed that the alarm had been occurring for weeks. They verified correct troubleshooting steps but that the alarm consistently went off every 2-3 minutes requiring them to perform a fill. They reported that several times that night the iabp had not restarted immediately. The getinge representative suggested they go ahead and change out the iabp, however, they had no backups given they had changed it out several times already. They stated that maintenance (biomed) said one would be ready to switch out the next morning. They turned down the augmentation by two bars, but the patient did not tolerate the change as noted by a 30-point drop in her augmented pressure. They were advised to check the or, ccl, and with the house supervisor to obtain another iabp as well as suggested looking into getting a rental iabp during this time. The customer called back to update several hours later. The surgeon had elected to remove the iab given the consistent gas gain alarm they had been dealing with. The getinge representative called to check in with the dayshift nurse. They reported the iab removal went well with no issues and the patient remained hemodynamically stable. The patient had not yet been listed for transplant and they were discussing placing another iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).